Manufacturer narrative:
As the device in question was not returned by the customer, the investigation was done according to the descriptions and the image provided by the customer. The investigation was completed on 2023-11-15. The image provided by the customer shows error code 240. This code represents a protocol violation in the connection setup state of the internal and local communication bus. The most probable cause is a temporary failure of a hardware component that causes a miscommunication between the subsystem controller and the front end of the subsystem. This problem can be rectified by restarting the device (as described in the service manual). Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a ui500 stopped working during a procedure. The patient thus bled heavily. There is no information available about what exactly happened and whether the bleeding was unusual.